Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a loading failure occurred during use". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73m2400232 for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined without magnification. The sample was returned with the trigger not engaged. Visual examination of the device revealed that the outer tubing was observed to be damaged and deformed on the side where the top jaw is located. Additionally, there was minor damage to the safety pin hole. There was biological material observed on the device. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample and photos received. Proper functional testing could not be completed because the applier was returned empty with no clips. Only the last clip indicator was returned loaded in the box. The device was disassembled, and the top jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw spring when the trigger was engaged. After disassembly the top jaw legs were observed to be flared out, making minimal contact with the jaw spring. Upon removal of the outer tubing, the jaw spring flew off the jaws. The outer tubing was severely bent, indicating the end user latched the jaws onto a hard object. The trigger ears were observed to be broken. The probable root cause of the broken trigger ears could not be determined as the device was returned empty and the ratchets were properly greased. The top jaw legs were observed to be bent likely resulting in the reported clip misfires. It was concluded that the probable root cause of the bent jaw leg was user error. It was concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The outer tubing was observed to be damaged and deformed on the side where the top jaw is located, further indicating a clip was attempted to be applied onto a hard object. The IFU, for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". For these reasons, the probable root cause could not be conclusively tied to manufacturing. Therefore, it was concluded that the probable root cause of the bent jaw legs and deformed outer tubing was user error. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a loading failure occurred during use". No patient harm or injury. The patient status is reported as "fine".